Event description:
Upon assessment of pt, IV pump beeping "occlusion." Percutaneous dressing noted to be unsecured with part of the catheter out of the dressing. When flushed, the catheter was noted to have a hole in it. The catheter was discontinued and the fluids were infused via the peripheral IV.